Manufacturer narrative:
Update to b7 and h6; type of investigation.

Event description:
As reported by clinical education, approximately 8 years and 10 months after a transcatheter pulmonic valve replacement (tpvr) procedure for tetralogy of fallot with absent pulmonary valve repair, using a 29mm sapien 3 valve, the 8-year clinical echo showed a worsening gradient across the sapien valve, leading to the initiation of xarelto. A follow-up clinical echo performed 2 months later revealed a continued worsening gradient (45mmhg, pg = 77mmhg), severe stenosis, and moderate insufficiency across the sapien valve. Consequently, the patient is scheduled to receive a new transcatheter heart valve (thv) in the pulmonic position as part of the compassion s3 thv study.

Manufacturer narrative:
The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that severe stenosis and the mechanisms listed above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, per article "innovative stent reshaping with dual balloon ovalization and circular reformation for optimized valve-in-valve implantation" a 24-year-old young man with tetralogy of fallot and absent pulmonary valve who underwent repair in infancy. The patient developed progressive 29mm sapien valve dysfunction with an echocardiographic mean gradient of 43 mm hg. Based on these findings, he underwent a transcatheter pulmonary valve in valve (viv) procedure using a sapien 3 ultra resilia valve. Baseline ice demonstrated immobile and thickened sapien valve leaflets with moderate to severe pulmonary insufficiency. Baseline right ventricular systolic pressure was 50 mm hg, with the transvalvular gradient of 32 mm hg. Ovalization of the valve stent was performed by simultaneous inflation of two 18-mm x 4-cm non-edwards balloons, followed by circulation using a 28-mm x 4.5-cm non-edwards balloon. Post expansion, internal stent frame dimensions increased from 25.8 x 25.3 mm to 29.1 mm. A 29-mm sapien ultra resilia valve was deployed. Final right ventricle systolic pressure was 21 mm hg. Post valve deployment angiogram and an ice evaluation revealed excellent valve function and no evidence of pulmonary insufficiency or stenosis. At the 1-month follow-up, the sapien valve functioned well with a mean pulmonary valve gradient of 14 mm hg, with no valve insufficiency.

Manufacturer narrative:
Update to b5. Allam, h., kobayashi, d., & balzer, d. T. (2025). Innovative stent reshaping with dual balloon ovalization and circular reformation for optimized valve-in-valve implantation. Case reports, (B)(4).

Manufacturer narrative:
Update to b5.

Event description:
Additional information was provided that the patient underwent a successful valve in valve procedure using a 29mm sapien 3 ultra resilia valve.